Event description:
The customer obtained lower than expected vitros na+ dt and vitros k+ dt results from patient and control fluid samples processed on the vitros dt60 ii chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros na+ dt and vitros k+ dt values were initially reported to the clinician, and as a result the patient may have been administered an electrolyte supplement. Corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros na+ dt and vitros k+ dt results were obtained from patient and control fluid samples processed on the vitros dt60 ii chemistry system. Ocd service replaced the slide guides to return the instrument to expected operation.a definitive root cause could not be determined, however the event is most likely instrument related.